Event description:
It was reported that during an unk procedure, the clips in the device would not fold after placing. The clip tore the tissue which started little hemorrhage. There was no reported pt consequence.

Manufacturer narrative:
Date sent: 06/05/2007. Info anticipated, but unavailable at this time.